Event description:
When package was opened, two syringes had cracks in the barrel.

Manufacturer narrative:
Evaluation summary: a crack was confirmed in barrel side wall of each of the two syringes returned. Visual inspection showed longitudinal cracks approximately 1 inch in length in the barrel sidewalls of each of the two devices. Analysis of complaint data over the past two years reveal that cracked syringe barrel complaints occur at a chronic low level.